Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardiac monitor exhibited incorrect measurements. It was noted that the device diagnosed normal sinus rhythm with visible p-waves as atrial fibrillation. No intervention was performed. The patient was in stable condition.